Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Location unknown.

Event description:
It was reported by the patient's legal counsel on (B)(6) 2016 a patient was involved in an unknown event on an unknown date. Due to the nature of the litigation no additional information is available.